Event description:
Vascor model 111-256 sudden failure with intermittent oversensing and non-capture. Bipolar impedance at implant 796 ohms 7/7/97. Bipolar impedance ranged from 760-925 ohms from 8/14/97 - 5/25/99. Capture threshold bipolar consistent at 2.5v - 3 volts since initial follow-up visit and sensing threshold bipolar also stable around 7mv. On 5/25/99 oversensing of non-cardiac signals with inappropriate pacemaker inhibition occurs with arm elevation and isometrics. Noise and erroneous non-cardiac signals present on intracardiac electrogram. Holter monitor applied 5/25/99 and report confirms lead failure with multiple episodes of non-capture and oversensing. Fortunatey, pt is not pacemaker dependent with an underlying heart rate 50's. Will defer replacement for now.